Manufacturer narrative:
(B)(4) - infection. Results: three indurated pieces of tissue (approx 3x5mm, fixed in formalin) with enclosed blue thread material were returned for evaluation. Evaluation was not possible due to the condition of the returned samples. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code: z514zh, batch bb5bsrn, mfg date: 02/13/2009, exp date: 06/30/2014; product code: z4640h, batch ah8cmtp0, mfg date: 07/21/2008, exp date: 12/31/2013. In addition, a review of the batch manufacturing records for the possible batch number bb5bsrn was conducted and this batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lesion excision procedure on (B)(6) 2010 and suture was used on the dermis and subcutaneous tissue on the wrist. On (B)(6) 2010, the patient developed an infection and the sutures migrated and were rejected by the patient's body. Currently, the patient is doing well.